Event description:
It was reported that, this pacemaker exhibited oversensing and pacemaker mediated tachycardia (pmt) while the patient was riding a bicycle. The technical services (ts) discussed troubleshooting options, and the device sensing was successfully adjusted. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient experienced a discomfort during the last bike ride and has seen in the heart rate watch that heart rate suddenly dropped from 180 (max tracking rate) to 144 bpm. This device pacemaker in service. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker exhibited oversensing and pacemaker mediated tachycardia (pmt) while the patient was riding a bicycle. The technical services (ts) discussed troubleshooting options, and the device sensing was successfully adjusted. This device remains in service. No adverse patient effects were reported.